Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the right coronary artery. The 3.0x28 mm xience prime stent delivery system (sds) met resistance when the sds was advanced in the guideliner guiding catheter and did not exit the catheter into the patient. The guideliner catheter and the xience prime sds were removed from the patient together without any attempt to retract the sds. A new guideliner catheter and a new xience prime sds were used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. The device analysis revealed the stent implant was dislodged from the balloon onto the proximal shaft.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The stent implant was returned dislodged from the balloon and located on the proximal shaft; follow-up information from the account revealed that it likely occurred during the attempt to advance the device in the guide liner. Difficult to position / guiding catheter/guide liner resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.